Manufacturer narrative:
This report is submitted on december 06, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and discomfort with device use, subsequently the patient was administered intravenous steroids (date not reported).